Manufacturer narrative:
Product analysis: visual review confirms cable breakage. Microscopic examination of the cable identified material deformation noted just below the location of fracture; the less damaged individual cable strand fracture surfaces reveal a fairly flat appearance and fracture plane angulation consistent with shear overload. This is consistent with shear overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l3-iliac "ads"; and underwent fixation at l3-l4-l5-s1 using transforaminal lumbar interbody fusion. Intra-op, during wiring at l3, the wire disconnected. The surgeon passed the cable through the bone, placed the rod. After performing correction, the surgeon finished applying tension to the reported product and swaging with a cable crimper, but the cable disconnected. The tensioner was laid before swaging, and then swaging was performed. It was said that the tension itself should have been within 30 pounds. No fragment of the cable is remaining in the patient. There were no patient complications as a result of the alleged event.